Event description:
After the guidewire was inserted, customer inserted the dilator from subclavin, but the dilator was stiff and it was unable to insert. Customer decided to remove the guidewire once while the dilator was still inserted, but the guidewire got stuck at the tip of the dilator and the coil part of the guidewire stretched. Customer decided to remove both of them and another catheter from the other marker was used. No pt complications.

Manufacturer narrative:
Device not returned.